Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported during preparation with the 3.0x38mm esprit btk system, the system was prepped prior to removing the protective sheath. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use lists the stop to perform dual layer sheath removal prior to performing delivery system preparation. In this case, it is unknown if the instruction for use (IFU) deviation related to incorrect stent preparation contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 clarifier: incorrect prep.

Event description:
It was reported during preparation with the 3.0x38mm esprit btk system, the system was prepped prior to removing the protective sheath. After removal, the physician noticed the scaffold was loose on the balloon. Another esprit was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.